Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to malposition of the clip may include, but not limited to, inadequate nick and spread and/or device pulled back during clip deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a starclose device after a diagnostic procedure with a 6f sheath. Reportedly, the starclose se did not deploy correctly. Computed tomography was performed and it was found that the clip had deployed inside the posterior wall. Manual compression was applied to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.